Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for evaluation, the pcb had failed, resulting in a persistent error code. The pump could not be investigated further because of this, however, the speaker did operate as expected. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump "alarm won't sound". The initial reporter stated that the patient had not experienced any adverse effects due to the complaint and that they had no further information about this complaint. (B)(4).